Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that customer has experienced sensor issues. Customer's blood glucose was 10.1 mmol/l. It is also reported that transmitter was not blinking. After troubleshooting, it was found that customer had a bent cannula. Customer was advised that sensor would be replaced. No further information provided.